Manufacturer narrative:
Follow-up # 2 ¿ (12/29/2014). The patient¿s test strips have been returned on 12/10/2014 and evaluated by lifescan product analysis on 12/17/2014 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the subject meter started reading inaccurately ¿about (B)(6) 2014¿. She reported, on an unknown date/time, obtaining an alleged inaccurate high blood glucose reading of ¿265 mg/dl¿ on the subject meter and ¿140 mg/dl¿ on another, unspecified meter, performed within 30 minutes of each other. Based on statistical methodology, the reported difference between these results falls outside lfs¿ accuracy criteria. The patient manages her diabetes with oral medication, diet and/or exercise. She alleged, also ¿about (B)(6) 2014¿, consuming ¿less food/drink¿ in response to the alleged high reading. The patient denied experiencing any symptoms as a result of the problem she experienced. On (B)(6) 2014, she alleged receiving telephone advice from a healthcare professional to ¿monitor it¿. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure, the patient¿s test strips had been stored correctly and the test strip vial was not cracked or broken. The patient had used an approved sample site. However, she did not have control solution with which to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because, the alleged meter issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (12/04/2014). The patient¿s meter has been returned on 10/25/2014 and evaluated by lifescan product analysis on 11/24/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.